Manufacturer narrative:
Concomitant products: : product ID: 3389-28, lot# 0204332856, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 7482-95, serial# (B)(4), product type: extension. Product ID: 7428, serial# (B)(4), product type: implantable neurostimulator. Product ID: 7482-95, serial# (B)(4), product type: extension. Product ID: 3389-28, lot# 0204413929, product type: lead.

Event description:
A health care professional (hcp) reported that a consumer with very severe obsessive-compulsive disorder (ocd) received a double im plantation concerning the subthalamic nucleus and the nucleus accumbens. At the end of the blinded phases, it appeared that the stimulation of the nucleus accumbens had a positive effect on her mood, but not on the ocd. Stimulation of the subthalamic nucleus, however, improved the ocd, particularly due to the right stimulation electrode, since, unfortunately, the left stimulation electrode was too median and had no therapeutic effect. While the patient had little improvement, the stimulated contact on the right subthalamic nucleus electrode had increased impedance. After the initial 2011 implant, the immediate stimulation effects included the following: plot 0 = 3.5v feeling of vertigo and nausea; plot 1 = 3.5v feeling of vertigo and nausea; plot 2 = 4.0v feeling of vertigo; plot 3 = 3.5v na; 4.0v feeling of vertigo; plot 4 = 3.5v na; 4.0v feeling of vertigo; plot 5 = 3.5v na; 4.0v feeling of faintness; plot 6 = 3.5v na; plot 7 = 3.5v na. The delayed stimulation effect included the following: dyskinesias at 1.0-2.0 v of plots 0, 1, 4, and 5; euphoria at 1.0-2.0 v of plot 0, 1, 4 and 5; and sadness at 3.5-4.0 v of plot 0 and 4. On 2014-10-07, the impedance measurement of plots 4, 5, and 6 (left side) were greater than 4,000 ohms, and the patient started using plot 7(-). With open stn stimulation, there was a shortened ritual time (1 hour in the morning and 30 min in the evening) (B)(6) 2012. During (B)(6) 2012, the patient's ritual time increased (1.5 hour in the morning and 2.0 hour in the evening. In (B)(6) 2012, there was marked worsening in the patient's ocd (2 hour in the morning and 4 hour in the evening). Through (B)(6) 2012 to (B)(6) 2013, there was a persistence of rituals (2 hours in the morning and 4 hours in the evening). The patient was hospitalized (B)(6) 2013 for re-evaluation of the different stn plots and the respective acute effects. The impedance of contacts 0 to 3 was 931 ohm (normal); contacts 4 and 5 (as well as all the combinations of contacts with contacts 4 or 5) was 2815 ohms (abnormally high value); and contacts 6 and 7 were 931 ohms (normal). The results of the acute tests (tolerance) included the following: visual disturbances and deviation of the fact to the right with contact 0 greater than 2.1 volts and, with a frequency of 3 hz, left eye oscillopsies; feeling of vertigo (unpleasant and persistent) with contact 1 at a voltage greater than 3 volts and visual disturbance greater than 3.5 volts; feeling of vertigo (unpleasant) with contact 0 greater than 4 volts; no clinical effect up to 6 volts with contacts 4 and 5; dyskinesias mid-inferior left with contact 6 greater than 2.6 volts which markedly increased until 3.5 volts and hypomania with unmotivated laughing starting at 3.5 volts; dyskinesias (starting) greater than 4 volts and a feeling of vertigo at another contact. It was concluded there was "inversion of connection with channel 1 (contact 0 to 3) = left stn and channel 2 (contact 4 to 7) = right stn", probable dysfunctioning of contacts 4 and 5; contact 6 in the stn with marked motor effect limiting the increase of amplitudes; the best contact should be contact 5 but it is not operable; and no "typical stn" effect with the left electrode; and poor tolerance (autonomic and oculomotor effects). The possible choice contacts were 1 or 2 but limitation of usable voltages, etc. The electrode dysfunction was observed on (B)(6) 2013. On (B)(6) 2013, the impedance measurement of plot 5 (left side) was greater than 4,000 ohms with this plot being that used for the stimulation. Due to the lack of clinical side effect, modification of stimulation parameters: stop stimulation at level of plot 5, with recommended introduction of bipolar stimulation of plots 4(-) and 6(+). Unfortunately, after having tried all the possible combinations on the right electrode, the clinical state degraded again. After a m ultidisciplinary staff meeting including neurologists, psychiatrists and neurosurgeons, a decision was thus made for bilateral reimplantation of the subthalamic nucleus in order to replace the right electrode and to better implant the left electrode. Information provided indicates an intervention occurred on either (B)(6) 2016 or (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.